Event description:
During follow-up, noise leading to oversensing was observed on the right ventricular (rv) lead. The oversensing led to inhibition of pacing and symptoms of palpitations and dizziness. The patient was stable and will continue to be monitored. There were no adverse consequences.

Event description:
During follow-up, noise leading to oversensing was observed on the right ventricular (rv) lead. The oversensing led to inhibition of pacing and symptoms of palpitations and dizziness. Lead damage was suspected but was not confirmed visually. The rv lead was capped and replaced. The patient was stable and there were no adverse consequences.